Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been update to reflect this.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer difficult to engage/disengage. There was no patient involvement.